Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.4 smartphone hardware: iphone14.2 cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was taken to the emergency room due to losing consciousness twice due to hypoglycemia. The patient went low in the middle of the night and got up to get something to eat but passed out. The patient's wife called 911. The patient could not recall how low their bg levels got, but when the paramedics arrived, they were at 80 mg/dl. The patient passed out again when the paramedics arrived, so they took him to the ER. At the ER, the patient was not treated as bgs were rising but was kept for tests and observation for 6 hours. The patient mentioned they felt the hypoglycemia was related to an algorithm issue from the smartadjust or adaptive basal feature of the pump.

Manufacturer narrative:
In the case description, the user mentioned being hospitalized from hypoglycemia due to an issue regarding the device algorithm. Cloud data for the period from (B)(6) 2025 was downloaded and reviewed. Review of the cloud data found that a controller with serial number (B)(6) was in use during this time period and was being used with a user input basal rate of 20 pulses/hour (1 unit/hour). Review of the patient history buffer (phb) data found that the device was primarily used in manual mode correctly delivering the user's input basal program regardless of egvs received until insulin delivery was suspended. While insulin delivery was suspended, the system correctly stopped delivery of basal insulin, as indicated by the total pulses delivered count tracked by the pod not increasing during the suspension period. While the device was in automated mode, the system appropriately adjusted the microbolus amounts based on egvs and user inputs. Additionally, the device appropriately suspended insulin delivery in automated mode when egvs were below (B)(6). Review of the bolus records captured in the cloud during this period confirmed that the user was bolusing during this period and the boluses were successfully delivered as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume after the delivery of each bolus. No evidence of issues with the device over delivering insulin or with the basal program were observed in the available cloud data.